Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The mating part (instrument) was not returned along with MDR device. Standard function test could not be performed. Confirmed the needle strip thickness and width dimensions to be within specification. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via facility submitted medwatch report (0733000000-2018-8012) that in january 2018 (specific date not provided) the doctor was performing a hip arthroscopy on a patient. As he inserted the arthrex scorpion needle, he noted that the tip had broken off of the needle. Needle was removed and x-rays were obtained with c-arm. The needle tip was not visualized.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via facility submitted medwatch report (0733000000-2018-8012) that in (B)(6) 2018 (specific date not provided) the doctor was performing a hip arthroscopy on a patient. As he inserted the arthrex scorpion needle, he noted that the tip had broken off of the needle. Needle was removed and x-rays were obtained with c-arm. The needle tip was not visualized.